Manufacturer narrative:
One sample of part number 8un85h, phoenix adult flexible cuffless tracheostomy tube without a lot number was received with all its components. Dimensional testing performed confirmed the inner cannula does not lock into the outer cannula. The reported failure mode is confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that the sample would not lock in or "click" into place. There was no patient involved in this event.

Event description:
Medtronic received a communication that the sample would not lock in or "click" into place. There was no patient involved in this event.